Manufacturer narrative:
The device was returned to olympus. The following non-reportable malfunctions were found during device evaluation: adhesive on bending section cover has a crack, due to a pinhole on bending section, the water tightness is lost, due to a pinhole on channel tube, water tightness is lost, up/down plate is sticky, universal cord is sticky, control unit is sticky due to water leakage, due to wear of angle wire, bending angle in up direction does not meet specifications, due to looseness of parts on bending tube, bending direction is not correct, due to a dent on channel tube, forceps cannot be inserted smoothly, light guide bundle is slipping down, due to a chip on light guide lens, flare or ghost occurs, and due to damage on charged coupled device unit, the specified resolving power is not obtained. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
An olympus representative reported, that during an inspection request of returned devices the uretero-reno videoscope adhesive part is peeling, and the curved tube is damaged. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the bending pipe breakage could not be determined. It is possible that the breakage was caused by stress of repeated use, external factors, or handling. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the control section, video connector, and light guide connector for excessive scratching, deformation, loose parts, or other irregularities. Inspect the electrical contacts on the video connector for corrosion. Inspect the boot and the insertion section near the boot for bends, twists, or other irregularities. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Holding the control section with one hand, carefully run your other hand back and forth over the entire length of the insertion section. Confirm that no objects or metallic wire protrude from the insertion section. Also, confirm that the insertion tube is not abnormally rigid." Olympus will continue to monitor field performance for this device.